Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery( rca). A 3.00 x 28 synergy drug eluting stent was deployed to treat the target lesion. However, after post dilatation, a dissection was noted at the proximal part of the implanted stent. The dissection was then successfully treated with a 3.5x28 synergy drug eluting stent implanted proximally and overlapping the previously implanted stent. No further patient complications were reported.